Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's pump was frozen on the low power alert screen. During troubleshooting with tandem technical support, the screen was cleared. The customer's blood glucose level was 212 mg/dl.